Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) and reported that their electrolytes on unicel dxc 600 pro synchron clinical systems were failing calibration. Upon troubleshooting the calibration failure, it was determined that a leak existed which the customer observed coming from the overflow tray underneath the ise module; customer was unable to determine the exact source of leak. After inspecting the ise module more closely, it was found the ise buffer line was detached from the ratio pump; customer reconnected the line and primed instrument; no further leaking observed. There was no effect to patient or user.

Manufacturer narrative:
No service request was generated for this event. Customer was to call back if continued to see problems. As of (B)(6) 2011, customer had not called cts to report any further issues.